Manufacturer narrative:
Patient information was not provided. The gas blender system 25-40-00 is not distributed in the USA, but it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the s3 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. Livanova deutschland requested the device back for further evaluation, however the customer declined the request. Therefore no further investigation could be performed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced or confirmed, a root cause was not identified.

Event description:
Livanova deutschland received a report that a s3 gas blender system displayed an error message during procedure. There was no report of patient injury.